Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.

Event description:
Healthcare professional reported right side "implant exchange from textured to smooth" and " punctured the right implant to manually deflate it". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2; b5; h1; h6.

Event description:
It has been determined that there was no complaint against the device. This record is no longer reportable to the FDA and will be un-reported.